Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no related deviations or concerns were found. The needle's electrical malfunction was confirmed as the needle failed investigate testing. Upon disassembly, the resistance wire insulation layer on the heater was damaged during assembly process leading to the current leakage in this point. The needle IFU states before the patient is anesthetized, needle integrity and functionality tests on each cryoablation needle and thermal sensor must be completed successfully.

Event description:
This is a follow up #1 to report investigation findings of the returned needle. As reported in the initial: it was reported that during a cryoablation procedure, the active thaw on the icerod cx needle failed, but the user continued to use it for the treatment. The needle caused muscle stimulation immediately upon freezing. The needle was left in place for the procedure, but it was not used to treat the patient. The case was completed with no injury to the patient. The needle will be returned for investigation.

Event description:
It was reported that during a cryoablation procedure, the active thaw on the icerod cx needle failed, but the user continued to use it for the treatment. The needle caused muscle stimulation immediately upon freezing. The needle was left in place for the procedure, but it was not used to treat the patient. The case was completed with no injury to the patient. The needle will be returned for investigation.